Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implant procedure, a scratch was discovered on the lens at the time of insertion. The lens was cut out and replaced with new lens. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and damage was observed to the iol. Iol returned positioned incorrectly in the iol case. Solution is dried on the iol. There are also what appear to be ink marks on the optic. There are fibers adhered to the lens. The tip of one haptic is broken and not returned. The optic is severely damaged/cracked and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "a scratch was discovered on the lens during lens implantation (in and out)". The product was subject to handling and the reported damage was highlighted post implantation. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).